Event description:
The doctor reported separating a file in the patient's tooth during a dental procedure, reportedly using the files too many times and incorrect dtc settings. The pt was referred to an endodontist for further treatment. Pt follow-up will be required and reported.